Event description:
It was reported that episodes in the arrhythmia log were noted to be "invalid." There was no other "invalid" information. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6996sq58 implantable defibrillation lead (B)(6) 2003; 5076 implantable pacing lead (B)(6) 2003. (B)(4).